Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings issue. It was reported that the patient had experienced unspecified high blood glucose values. The reported information does not meet animas' criteria of a serious injury. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Correction submitted 08/09/2016 as follow-up #1: a review of the complaint record indicated that the blood glucose level was between 70 and 250 mg/dl, with no symptoms. There was no indication of product malfunction. The bg excursion was attributed to diabetes management and does not meet the animas criteria for reportability. The patient was referred for diabetes management training.